Event description:
It was reported that the 8800 system will not complete boot. It was noted that c-arm boots to technique, but there is no display on the monitors. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired by reseating the display adapter and image processor boards in the workstation. The system was tested and found to be working as intended and placed back into service.